Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 49 mg/dl. Reportedly, customer over bolused for a prior bg level. Additionally, customer was using humalin for insulin therapy. Bg was treated with intravenous saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.